Manufacturer narrative:
Investigation: materials: qc retain tox. The 1.25x tox cal (positive control), from mfg inventory: ln 233651. Triage meters with gsp and tmas. Customer complains of false negative apap and opi on tox w48898 with pt sample. Pt taking apap and opi medication. No sample was returned to alere for further testing. Ten reps 1.25x tox cal were tested with w48898 devices. Results: no device issues or discrepant results observed. Time to results: within 15 minutes. No error codes reported. Global statpak device traces looked normal. Conclusions: customer did not return any sample for testing; product support was unable to verify the customer's complaint without in-house testing of pt sample. Device lot w48898 performed within mfg specifications. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported potential false negative results for opi and apap on urine tox screen test. Physician is suspecting false reading as pt is taking hydrocodone 20 mg/day, acetaminophen 2000 mg/day. Urine was clear without strange smell, and tested at room temperature. Earlier external qc showed normal results. Pt is taking actually one pill of vicodin (contains 1000 mg acetaminophen and 10 mg and hydrocodone) twice a day. She also takes soma (muscle relaxer, not sure of the dosage) and cymbalta 90 mg a day. The pt is out pt. No info on pt was available. Caller was not sure if pt had any symptoms or was suspected of overdose of acetaminophen. No serum drug test was ordered by doctor. Customer mentioned she was not sure if pt skipped the acetaminophen dosage, that might cause tox apap negative. No testing issues with other pts were observed.